Event description:
The patient reported that her physician believes her elevated blood glucose (hba1c 7.2-8.6) is a result of using prefilled plastic insulin cartridges. The patient reported that she has blood glucose readings of 40-600 mg/dl. She reported that she will take sugar tablets when her blood glucose values are low and she will bolus through the infusion device when her blood glucose readings are elevated. The patient also stated that her physician recommended that she begin to change her infusion set tubing three times a week due to the possibility of the insulin breaking down in the insulin cartridge and infusion set tubing. The patient did not require medical attention from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.